Event description:
It was reported that the customer received multiple occlusion alarms. Customer cleared the alarms and did not address the source of the occlusion. Customer's blood glucose level was impacted (upper 300 mg/dl). Reportedly, the infusion set had been in use 3 days and the cartridge had been in use two days when the occlusion alarms began.

Manufacturer narrative:
On 12/11/2014 followup: customer reported that no further occlusion alarms have occurred since changing the infusion set site. Blood glucose level had improved. The t:slim pump user guide indicates that novolog has been tested up to 72 hours. Additionally, the t:slim pump user guide indicates that the infusion set should be changed every 48-72 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.